Manufacturer narrative:
The insulin pump passed seat, rewind and occlusion tests. No 38 error alarm or unexpected insulin flow blocked alarms noted. A noisy motor was noted during our testing. The insulin pump has scratched case and minor scratches noted on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery excessively, as well as motor error alarm. The caller stated that the sound of the motor was loud. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump.